Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital after receiving multiple shocks. During hospitalization, more inappropriate shocks were seen. The system was evaluated and the shocks during sinus rhythm were attributed to oversensing. Inhibition of pacing was also noted. The physician intended to reprogram the device, however it was impossible to establish telemetry and the device was ultimately removed.